Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced an infection and was prescribed antibiotics. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in ed on (B)(6) 2024 were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal vancomycin (dose, frequency and duration not reported) in the ed and he was released home on the same day with no hospital admission. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 showed a wbc count of 80/mm3. The patient recovered from this event at home. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.